Event description:
It was reported from the patient's daughter that the device had migrated due to patient weight loss and concern if the lead had become disconnected. It was noted that the patient had a recent stroke and has atrial fibrillation. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).